Event description:
Pt admitted to hospital for right hemi-arthroplasty secondary to fractured right hip. At the time of the surgical procedure, which required mixing of the surgical simplex p bone cement, problems occurred. The batch of surgical simplex p bone cement set up too fast and had to be discarded. Another batch of bone cement was mixed for 2 minutes. It was placed in the cement gun at four minutes. The cement was injected into the canal and the prosthesis was then inserted, however during the impaction, the surgeon could not fully seat the stem. The total time elapsed was 5 1/2 minutes from the beginning of the cement mixing. This was unusual since the cement usually sets at around 10-12 minutes. Since the stem couldn't be inserted all the way the stem and cement were removed and another procedure for fixation of the fracture occurred. Estimated blood loss was 1000cc and was replaced with packed red blood cells and fresh frozen plasma, and platelets. Pt was taken to ICU.